Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer found an issue with the rinse arm tubing. He cleaned and adjusted the sample and reagent probes, replaced the lamp, the cuvettes, and the rinse arm tubing. He also adjusted the gear pump to specifications. Calibration and qc were performed with successful results. The instrument was performing within specifications. The cause of the event was consistent with a preanalytic issue (insufficient sample quality/sample pipetting) at the customer site and additional hardware impacts. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The ferritin reagent expiration date was not provided. The c 502 module serial number was (B)(6). Qc was within the assigned ranges on the day of the event. The alarm traces showed that 4 abnormal aspiration alarms occurred within 2 days. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with tina-quant ferritin gen.4 assay on a cobas 8000 cobas c 502 module. Initial result: 0.0 ng/ml. The physician questioned the initial result and requested that the sample be repeated. On (B)(6) 2025: repeat result: 62.1 ng/ml. The repeat result was deemed to be correct.